Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion to treat burst fracture in an osteoporotic patient. Screws were placed on the ibsilateral side and the rod was passed. The rod was then reduced and the set screws were placed and final tightened. The surgeon then proceeded to remove the extenders and the top two would not come off. The surgeon struggled to get them off and ended up pulling the screws out since the patient was so osteoporotic. He then decided to brace the patient and removed all the screws that were placed. There were no fragments left in the patient.